Event description:
It was reported that death occurred. The patient presented emergently with a hole in the abdominal aorta as a result of a traumatic injury. The physician was desperately trying to seal the hole. The physician used an endovascular cuff. A 18x60/10fr wallstent was advanced and deployed "perfectly". Despite all efforts to seal the hole, the patient died at the end of the procedure.

Manufacturer narrative:
Age at time of event: "middle age". Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).